Manufacturer narrative:
The field service engineer (fse) found high carryover after running the performance check. The fse checked the volume, adjusted the voltage, and a cell blank. The performance check, calibration, and qc were acceptable. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs results for 1 patient tested on a cobas 8000 e 602 module. Of the data provided, there were questionable troponin t hs results on the e 602 and bilt3 bilirubin total gen.3 results on a cobas 8000 c 702 module for the patient. This medwatch will cover the e 602 module. Refer to medwatch with patient identifier (B)(6) for information on the questionable results from the c 702 module. The initial troponin t hs result was 32.21 pg/ml and the repeat result was 6.62 pg/ml. No questionable results were reported outside of the laboratory. There was no allegation of an adverse event. The qc was acceptable on (B)(6) 2019. The troponin t hs reagent lot number was 34585200.

Manufacturer narrative:
The qc data shows that the assay was within specification. There were no alarms at the time of the event to indicate an issue with sample quality or with the system. The investigation did not identify a product problem. The cause of the event could not be determined.